Event description:
Info received indicates the trendelenburg function is not working on this bed. There were no injuries and a pt was not in the bed.

Manufacturer narrative:
The technician found a problem with the motor control board. Repairs have not been completed.